Event description:
Staple line leaked with fecal contamination of peritoneal cavity resulting in altered surgical plan- and temporary colostomy. Pt will require a second operation as a result of staple line disruption.